Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) stopped beeping and delivering energy during ligation phase. Another vh-3010 unit was brought into the or to complete the procedure without difficulty. Only delay was obtaining a second vh-3010 to be used. No patient injury reported.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Manufacturer narrative:
Trackwise #: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.